Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 444mg/dl, with nausea, confusion, and a headache, associated with an alleged motor issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the pump rewind was slow, and was not due to an ok keypad button press during the rewind sequence. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a motor issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: during investigation, the black box and alarm history were not available. There were no motor alarms observed in the alarm history. The available pump history showed evidence of several auto off alarms. A full rewind, load and prime steps were performed successfully with no "slow' rewind" time duplicated. The pump was exercised for 24 hours with a 2.0 u hr basal rate. At the end of testing, the basal history correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed there was no evidence of contamination or loose components inside the pump. The original complaint was unable to be duplicated.